Manufacturer narrative:
The service engineer visited the site. The pipetting and wash units were working normally. No abnormal functions were noted. It was determined the customer was changing the cuvettes on the analyzer every 2 months. Per labeling the cuvettes are to be changed monthly.

Manufacturer narrative:
The event took place in (B)(6).

Event description:
The customer complained of questionable results for one patient sample when tested with the creatinine plus ver.2 (crea) reagent. The initial crea of 1.84 mg/dl was reported outside the laboratory. The doctor asked for the sample to be repeated. The repeat result was 0.74 mg/dl. A new sample was drawn which also yielded a result of 0.74 mg/dl. The doctor used the 0.74 mg/dl result to make treatment decisions. The patient was not harmed by any actions taken. The lot number and expiration date of the reagent involved were requested but not provided.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause. Based on the information provided the instrument seemed to be performing according to specifications. An inspection of reaction monitors provided by the customer pointed to a carryover problem. It was recommended the customer change the cuvettes more often.